Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of post-paced t-wave oversensing via merlin.net transmission. Oversensing was noted on the ventricular lead on a stored egm. Programming changes were recommended. Dft test and further actions will be discussed with the physician. The patient did not show to his appointment. No programming changes were made yet.